Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was scratched. In addition, it was reported that there was a crack near the usb port and the pump was unable to charge. There was no reported impact to customer's blood glucose level. Customer declined to provide additional information regarding the reported issues.